Event description:
This customer called to report a problem with this defibrillator that was found during testing, and related the following patient incident that had happened during the previous week: during an incident about a week before, ivolving a patient being monitored, this defibrillator shut off after about two minutes of monitoring. Patient care was not affected.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. The hs3000qr defibrillator shuts off automatically after 2 minutes if allowed to remain in a "check electrodes" condition. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. It is believed that poor patient-to-electrode pad contact, high transthoracic patient impedance or a combination of these factors prevented the device from monitoring the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin prep, inadequate pad adhesion, and electrode discrepancies. The customer was sent a letter explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which was resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.